Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient that was receiving gablofen (2000 mcg/ml at 500.0 mcg/ml) via an implanted pump. The indication for use is intractable spasticity. It was noted there was a non-patent catheter. It was reported the existing 8781 was cut and tied off in pump pocket and a new 8781 was used with ventricular shunt for new prepontine catheter with existing pump due to suspected kink or occlusion. Cap aspiration at md office (date unavailable to me and can¿t obtain) was negative for csf, cause and location of kink unknown and will not become available because not identified. It was noted the issue resolved.